Manufacturer narrative:
The customer declined the service visit and stated that they were not having issues. Upon follow up the customer indicated that the c (501) was operational. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 1 patient sample tested on two cobas 6000 c (501) modules. This medwatch will cover the questionable results on the c (501) with serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on the questionable results from the c (501) module with serial number (B)(4). The initial na result was 158 mmol/l and the repeat result was 138 mmol/l. What c (501) module that generated each result was not clear. The initial and repeat results were reported outside of the laboratory. It was asked but not provided which result was correct. There was no adverse event.